Manufacturer narrative:
A ge rep evaluated the system and replaced the 12 volt power supply. The system operates as intended.

Event description:
The customer reported that neither the left or the right monitor displayed images. This issue renders the system unusable. There is no report of injury or death associated with the event described in this complaint.